Event description:
During an atrial flutter procedure, it was reported the catheter displayed a low temperature 29 degrees on stockert. The redel, hypertronic and rf adaptor cables were replaced but without resolution. The issue was resolved after the catheter was replaced. Upon receipt of the device, it was observed there was char on the catheter tip dome measured more than 1 mm in length. Due to this catheter condition this is now a MDR reportable event.

Manufacturer narrative:
(B)(4).